Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2019-01031, 3005168196-2019-01032, 3005168196-2019-01036.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician successfully placed a ruby coil using a lantern. The physician then felt resistance while advancing another ruby coil and, therefore, the ruby coil was removed. Upon removal, the physician reported that the coil was "stretched". The physician then switched to a new lantern and attempted to place a new ruby coil, however, the physician was unable to advance this ruby coil as well. Therefore, the ruby coil was removed, and the procedure ended at this point, despite the low packing density. There was no report of an adverse effect to the patient.